Event description:
It was reported to gore by the surgeon, in a case with gore dualmesh biomaterial with corduroy surface, he observed "liquid" around the material described as a "thick green fluid". The surgeon reported, that the fluid was sterile and contained no bacteria. The device was explanted. The surgeon mentioned that he recalls similar occurrences four times previously. The surgeon told gore he had problems with polyester sutures and gore dualmesh biomaterial with corduroy surface because of pain and infections of the area where the sutures had been. No explant is available for examination. The investigation is ongoing.

Manufacturer narrative:
Investigation is currently ongoing.